Event description:
About thirty days post-op the overweight (not obese) patient coughed and heard a popping noise after the cough. Patient was re-admitted to close the site. It is not known what type of suture was used during the original case.